Event description:
It was reported that when the devices, one of which was with a reload cartridge, were used during a bowel resection procedure, they would not fire. A new device was used to complete the case with no consequence to the pt.